Manufacturer narrative:
D9 updated. The investigation is still ongoing.

Event description:
Additional information indicates the patient was hemodynamically stable and decision was made to remove impella cp. The patient was unable to remain still in bed. This may have exacerbated the inability to maintain groin hemostasis.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A patient with severe cardiogenic shock (scai stage b) secondary to acute myocardial infarction was supported with an impella device. After coronary intervention ongoing support was planned, but bleeding at excess site could not be solved with best practices. Decision was made to remove pump and sheet. Hemostasis was achieved.